Event description:
It was reported that a patient presented with dislodgement of the right atrial lead confirmed by x-ray imaging. This resulted in loss of capture, abnormal impedance and a device sensing issue. The lead was explanted on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, impedance problem, failure to capture and unspecified sensing issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured helix extension length was within specification. The reported events of impedance problem, failure to capture and unspecified sensing issue were not confirmed. Visual ad x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.